Manufacturer narrative:
Endoscopy support specialist (ess) and olympus representative guided the customer to achieve the correct reprocessing process. A comprehensive itemized list as below was provided to the customer as a guideline: 1. Use of separate basins (3) for the following reprocessing steps. This needs to be completed immediately using plastic basins of the appropriate size to perform reprocessing correctly. A. Leak testing and manual cleaning. B. High level disinfection (hld). C. Rinsing. 2. Use of aldahol or hld and follow instructions for proper soaking time, temperature, and use appropriate test strips for checking the mrc (minimum recommended concentration). This needs to be completed immediately to perform reprocessing correctly. 3. Use an appropriate storage cabinet for storing the scopes after reprocessing. 4. Install of proper ventilation to achieve 10-12 air exchanges an hour or use of a gus system to filter the vapor from the glutaraldehyde, as required by osha regulation for using glutaraldehyde, to be in effect immediately to perform reprocessing correctly. 5. Install of another sink in the reprocessing room that can be used for rinsing the endoscopes after reprocessing. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
During an in-service visit, the olympus endoscopy support specialist (ess) identified that there were areas of reprocessing steps conducted at the facility that needed addressing, caused by misunderstanding on the customer¿s part of the reprocessing requirements. Ess discussed and addressed the issue with the staff and the clinical manager, both verbally and in an email outlining the specifics that would need to be in effect immediately for reprocessing as required. In the in-service the ess demonstrated pre-cleaning, leak testing, manual cleaning, manual high level disinfection, rinsing, alcohol wipe, and storage of the endoscope after reprocessing. There is no harm or adverse impact reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the phenomenon likely occurred due to human error. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "enf-vh reprocessing manual 1.6 reprocessing and storage after use disinfectant solution is only effective when used according to the disinfectant manufacturer¿s instructions. Follow the manufacturer¿s instructions regarding activation (if required), concentration, temperature, contact time and use life required to achieve disinfection. 5.6 manually disinfecting the endoscope enf-vh reprocessing manual immerse the endoscope in disinfectant solution. Warning. Make sure that the disinfectant solution contacts all external surfaces of the endoscope. If the endoscope is not completely immersed, any protruding section(s) of the endoscope will not be adequately disinfected. Always confirm that the endoscope is completely below the surface of the disinfectant solution." Olympus will continue to monitor the field performance of this device.